Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:02. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
The reported failure code 808:02 was confirmed but not duplicated due to a faulty phm (pump head module). The phm channel b was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)